Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. Reportedly, a clot was ingested during placement of the impella and when the impella was removed, it came back across the aortic valve (av) and had to be reinserted. The physician chose to leave the impella in place regardless of the maximum mean flow being 2.0 liters per minute. There was no patient harm reported.

Manufacturer narrative:
The investigation into the low pump flow has been completed. The impella pump was returned for investigation. The data logs confirm a period of low flow after the pump was reinserted. The suction condition improved after about 20 minutes. The product was returned and ingested biomaterial was found in the outflow cage area. The root cause of the low pump flow was most likely biomaterial picked up on the redelivery of the pump. The root cause of the issue was biomaterial found in the outlet. This report is being filed as part of a retrospective review of historical records.